Event description:
A patient has a serious malaise (cyanosis, pause in breathing) at the start of the dialysis session (2 min after the connection). No serious consequence, the patient recovered, thanks oxygen. Doctor (B)(6) thinks about an anaphylactic shock (assumption was unproven).

Manufacturer narrative:
This incident occurred in (B)(6) and is reported to FDA according to the requirement. Rexeed-15ax is identical model to rexeed-15sx marketed in us. The used device could not be analyzed because it was discarded by the user facility. There are two candidate of lot# which was used for this patients. We reviewed manufacturing records, quality records of lot #01zfzl and lot #01zgzm. As a result, no abnormality was found in records. The 15,576 units of lot #01zfzl and 15,528 units of lot #01zgzm were distributed to the medical facilities and no similar event using these lots# was reported globally. The symptoms observed in the events are considered to be a dialyzer reaction. Note: the dialyzer reaction is a broad group of events that include both anaphylactic and less well-defined adverse reactions of unknown cause. "Handbook of dialysis 4th ed." John t daugirdas et. Al., lippincott, williams and wilkins, 2006.